Manufacturer narrative:
Device evaluation: the report of a ¿pump not inserted¿ alarm was confirmed; however, no device-related issues were found through the investigation of the returned devices. The primary console, flow probe, and motor were returned in good physical condition and no defects to the exterior of the devices were found. The data log file was retrieved from the returned primary console and the analysis confirmed the report of a "pump not inserted" alarm which occurred on (B)(6) 2017 at 15:30:05. An in-house pump was successfully inserted into the returned motor, whereupon the "pump not inserted" alarm on the primary console was successfully cleared by pressing the mute button. Afterwards, the pump was removed and the primary console again alarmed with a "pump not inserted" message as intended. This process was repeated 10 times and the alarm activated as intended when the pump was disconnected and cleared as intended each time when the pump was inserted and the mute button was pressed. At no point in time did the alarm remain active after the pump was inserted and the mute button was pressed. The primary console, flow probe, and motor were operated for an extended period of time (2 days) based on the operating speed from the log file and no faulty behavior occurred. The returned primary console, flow probe, motor always operated as intended throughout the investigation. The returned primary console, flow probe, and motor were subjected to their repair and maintenance procedure which includes a functional test and the devices passed all test steps. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age, gender and weight were not provided. The serial number of the device was requested but has not been provided, therefore the manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. The event occurred at (B)(6). Information regarding disposition of the device has been requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on an extracorporeal circulatory support device on (B)(6) 2017 for left ventricular support. It was reported that a surgical procedure was performed on an unspecified date to remove clots from the cannulae, and that the lvad circuit was changed out multiple times in the past due to clot formation in various parts of the circuit. These events were previously unreported to the manufacturer. It was reported that the nursing staff checked the circuit every hour with a flashlight, and kept the activated clotting time between 180 to 200 seconds. The patient reportedly has not suffered any adverse effects and continues on lvad support. No additional information was provided.